Event description:
During a laparoscopic appendectomy procedure, the scope became blurry. The doctor suspected that the tip of the scope fell off inside the pt and open surgery was performed to locate it. No foreign pieces were found.